Event description:
In 2008, it was reported to boston scientific corp that a polaris loop ureteral stent was placed in late 2007, during a ureteroscopy procedure. According to the complainant, on the original date, the stent broke in half. The stent had become encrusted and broke in half as the physician was attempting to remove it. The physician was able to retrieve the rest of the stent with graspers (unk). The physician was able to then laser out the stone. The physician completed the procedure with no pt complications and the pt is fine.

Manufacturer narrative:
Info supplied in sec f was completed by the MFR based on info obtained from the user facility. The complainant indicated that the device will not be returned for eval since it was disposed of; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A lot history search was not performed due to the lot number not being provided. A product history search was not performed due to the upn number being unk. The most likely product family based upon the clinical follow up description is the polaris loop family. The jan 2008 15-month polaris loop family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. The most probable root cause per the event and clinical follow up descriptions is that the stent became encrusted during placement. Due to the encrustation of the stent, extra force may have been applied in an attempt to remove the stent, causing the stent to break.